Event description:
It was reported that the device (model e1dr01) reached elective replacement indicator (eri). The device (model e1dr01) was explanted and replaced. It was also reported that the replacement device (model addr01) occasionally gives the patient the feeling of "electrical charge". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.